Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip was broken. A fragment fell inside the patient and the fragment was retrieved during the same procedure. The procedure was completed robotically. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the harmonic ace instrument was inspected before use. The instrument did not collide with other instruments or tools.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis evaluation. The harmonic ace instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.066¿ from the base and the broken piece was returned.